Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, poor coaxiality of the delivery system and the patient¿s slightly horizontal heart are likely contributing factors for the malposition and resulting cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
While tracking the commander delivery system around the aortic arch and across the aortic annulus, it was noted the valve was not completely within the distal and proximal markers. The distal marker was noted to be approximately 2mm below the valve and the proximal valve marker was noted to be right at the top of the valve on fluoro. Adjustments were made for valve deployment. The patient had a slightly horizontal heart, which made coaxiality of the delivery system challenging. A 26mm sapien 3 valve was deployed in a 50:50 aortic/ventricular (a/v) position at the ncc and 45:55 a/v at the lcc. Tee showed the valve was deployed slightly too ventricular and trace to mild aortic insufficiency (ai) was noted. Mild to moderate central leak (cai) was noted on root angio. A second 26mm sapien 3 valve was positioned slightly above the first valve. During inflation, the second valve was starting to move too ventricular and it was attempted to be repositioned, however, the second landed just slightly higher than the first valve. No cai or pvl was noted on tee or root angiography. At the time of the report the patient was stable. The malposition of the valve was attributed to the fair coaxiality of the first delivery system in a slightly horizontal heart and the center marker was placed too low. The valve alignment markers were not properly aligned, possibly due to poor parallax during fine tune adjustment, or the markers moved off of the balloon due to built up tension in the delivery system.